Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15059. Follow-up information indicated surgical intervention was undertaken and the patient's leads were explanted and replaced. The patient reported effective stimulation coverage postoperative.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15059. It was reported the patient is without stimulation. Diagnostics indicated high impedance readings on both leads. Surgical intervention may take place at a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.